Event description:
It was reported that lead component of the patient¿s implantable neurostimulator (ins) caused mechanical dorsal root irritation on their right side (lead placement was in the thoracic spine) which led to severe right abdominal pain. A CT scan was performed as a diagnostic for the event issue. The lead component was then explanted and replaced with a smaller lead model on (B)(6) 2015 . It was then noted that the abdominal pain completely resolved and that the patient was receiving effective therapy with no permanent injury. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received reported that the paddle lead caused pain after implantation. The lead was explanted and returned to the manufacturer. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97791, lot# n523452, implanted: (B)(6) 2015, product type: accessory. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the returned lead model 39565-65 serial #(B)(4) showed no anomalies. Analysis of the returned anchor accessory model 97791 serial #n523452 showed no significant anomalies analysis of the returned anchor accessory model 97791 serial # showed no anomalies.